Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation procedure involving a faradrive sheath, air ingress into the sheath was noted. The physician tried changing aspiration speed and took the catheter out of the sheath. However, air ingress still was visible. The sheath was replaced, and the procedure was completed. No patient complications were reported. The sheath will not be returned as it was disposed.